Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision on (B)(6) 2023 [related manufacturer report number: 1627487-2023-03541], the l5 lead was unable to be removed as it was scarred into place. Ultimately, the l5 lead was snipped short and left parallel to the newly implanted s1 lead. The next course of action has not been determined yet.

Manufacturer narrative:
Correction section h6: medical device problem code should have been use of device problem rather than separation failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.